Event description:
The biomed reported that the patient has elevated ldh and hematuria and recurrent hemolysis but does not have power elevations. Biomed asked about pump exchange options if patient is without signs and symptoms and looks ok. Clinical specialist explained best practice options to use heparin if indicated for possible hemolysis/pump thrombus. Center will continue to monitor. Add'l info rec'd (B)(4) 2014: pump exchange occurred on friday (B)(6) 2014. Biomed reports that during the pump start up the pump kept shutting off. He stated he believed it was set above 6000 rpm's during this event but can't be sure. He also admits volume deficits and de-airing concerns when this occurred. They exchanged the controller to an epc system controller and pump started without incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.